Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The device was being used to deliver 12 mg/ml bupivacaine at 3.796 mg/day and 3,000 mcg/ml fentanyl at 948.9 mcg/day. It was reported that the patient is calling to ask for information about the guidelines for her pump. Patient states that her doctor has 2 medication in her pump and says that she can't have three. Patient states that last time she called, the manufacturer told her that it was up to the physician to decide. It was explained that there is FDA approval to have certain medications the pump, one at a time. It was then explained that ultimately the physician can decide what medication(s) would work best for her care. Patient reports that this is her 3rd pump and she used to have 3 medications. This pump is just not doing well. It hurts when it moves, and she lays on it. The pump is positioned in the rear. She is in too much pain. She used to get more relief in her previous pumps but she her medical condition has also worsened. Her pain stays at 8 constantly and sometimes moves up to 9/10. It was unknown when this issue started. There were no further complications reported/anticipated.